Manufacturer narrative:
E.1. Initial reporter phone #: (B)(6).

Event description:
It was reproted that the bd nano¿ 2nd gen pen needle was unable to prime. The following was translated from chinese to english: the patient was injected with mentholatum 30 as directed by the doctor, the injection could not be pushed during the injection, and the insulin needle was found to be clogged on inspection, and it was replaced with a new needle and re-injected, causing the patient the pain of a second puncture.

Event description:
It was reproted that the bd nano¿ 2nd gen pen needle was unable to prime. The following was translated from chinese to english: the patient was injected with mentholatum 30 as directed by the doctor, the injection could not be pushed during the injection, and the insulin needle was found to be clogged on inspection, and it was replaced with a new needle and re-injected, causing the patient the pain of a second puncture.

Manufacturer narrative:
H.6. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. This is the 1st complaint for the reported lot number. A review of the manufacturing records was performed and no non-conformances were raised in association with this type of event for this lot. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. Based on the above, no additional investigation and no corrective/preventative action (CAPA) or situational analysis (sa) is required at this time. H3 other text : see h.10.